Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts along the distal end of the crimped stent were damaged, with stent struts lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance in an attempt to withdraw the device. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 32 x 2.25mm promus premier¿ stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good. However, returned device analysis revealed stent damage.